Event description:
On 09/05/2025, the user's caregiver reported that after about one week into ilet use the user experienced a post-meal low of 65 mg/dl following meal announcements. The event was corrected with juice. The caregiver and user were counseled on carbohydrate content, proper meal announcement protocol, and how the algorithm adapts over time. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.